Manufacturer narrative:
Suspect medical device information references the main component of the system. Other relevant device(s) are: etlw1624c124e, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an 8-10 cm in diameter abdominal aortic aneurysm. The proximal neck was 25 mm in diameter and 10 mm in length. It was reported that the patient presented to ER with symptoms of ruptured aorta and severe abdominal pain. A CT scan identified a proximal type 1 endoleak due to disease progression and loss of proximal seal. Also, disease progression in the left common iliac artery resulted in a distal type I endoleak. The physician converted the patient to open repair and the stent graft was explanted. Blood loss was 6000 ml and the patient received blood products. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis results are: the bifurcate was returned transected across the aortic body between stents #2 and 3, and the suprarenal stents were cut just above the proximal graft margin; the cut suprarenal stents were not returned. The right/contra limb and right extension were transected distally; the distal right limbs were also not returned. With the exception of the cut stents and fabric transection cuts, no other device integrity issues were observed on the bifurcate or left iliac limb. The contralateral limb, which was returned detached from the gate, was found to have a 0.37 mm ID and 0.30 mm ID abrasion related holes in close proximity to each other, near the limb mid-length between stents #8 and 9. Although it is possible that these holes may have contributed to the rupture, the holes appeared covered by tissue/thrombus in the ¿as received¿ condition, and no type iii fabric endoleak was reported or observed in the films provided. No other stent graft issues were observed. It is also possible that the previously reported type ii endoleak seen on CT¿s and recent ultrasound, may have also contributed to the aaa rupture. The exact cause of the aaa rupture could not be determined from the films provided. However, it appears likely that both the proximal type I endoleak and the distal type I endoleak from the left iliac likely contributed to the rupture. The probable cause of both endoleaks appears to be due to disease progression; aortic neck and left common iliac vessel dilatation leading to a lack of radial sealing. Implanting within an initially short (10mm length) neck combined with disease progression may have also contributed to the proximal type I endoleak. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. No eval explain code. If information is provided in the future, a supplemental report will be issued.